Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -8.5/+2.5/101 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, loss of best-corrected visual acuity, significant reduction of irido-corneal angles, pupil block, with elevated intraocular pressure and an unreactive pupil (fixed). The patient experienced glare/halos, blurred vision and inflammation. Also, mild uveitis, pigment dispersion and had developed uretts zavalia syndrome (persistent pupil dilation). The lens was not exchanged for another lens. The status of the eye post-op showed corneal edema, shallow anterior chamber and normal intraocular pressure.

Manufacturer narrative:
The lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic deformed and the haptic broken/bent/deformed. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Significant reduction of irido-corneal angles. Anterior chamber irrigation/evacuation of remaining visco/fluids. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).